Manufacturer narrative:
Date of event is estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection. In turn, surgical intervention was undertaken wherein the system was explanted.